Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, "the physician was unable to crank the dial and the wire kept on getting stuck and knotted." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.